Event description:
A customer reported that erroneous, low modular glucose (glucm) and modular blood urea nitrogen (bunm) results were generated on a unicel dxc 800 synchron system for five patient samples. The erroneous low glucm and bunm results were reported from the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat on the same instrument, the repeat results were higher, considered valid and corrected reports were generated. The customer provided additional analyte results for these patients, however, none were in question as part of this event. No other patients' results were in question as part of this event. The issue was identified when assay quality control (qc) results recovered outside of four standard deviations low two hours after the initial results were generated. There were no errors posted to the instrument event log during the timeframe of the event. The customer recalibrated and qc was within established specifications after the event. No sample collection/handling information or patient information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) could not find any problems with the instrument. The failure mode of this event is unknown.